Event description:
The pt was unconscious, unresponsive with decreased respirations and an undetectable pulse. The defibrillator pads were placed in the proper position and the defibrillator cables were attached to the pads. The call recording module was inserted and the defibrillator was turned on. The rhythm was observed and interpreted as ventricular fibrillation; but also it was noted the "check electrodes" message was being displayed on the screen, even though there was no audio indication from the defibrillator. Operator closed the lid to shut the unit off and opened it again to restart it with the same results as the first time. The defibrilator cables, pads, and connections were physically and visually checked with no deficits found. After checking to see if everything was proper a second time, operator suspected that there was something wrong with the defibrillator and replaced the battery with the backup battery with the same results as before. Another defibrillator was attached to the pads already on the pt's chest with the same results as before. The defibrillator pads were then replaced and the second defibrilator was attached to them and the call recording module was inserted into the defibrillator. The "press to analyze" message was displayed and the analyze function was activated by pressing the button indicated by the display on the screen. The unit started to charge to 200 joules. The shock was administered and the analyze function was again activated. This time the "no shock indicated" message was displayed and CPR was continued. Both call recording modules were downloaded at the hosp. But only the second printed the info, the first had no info on it. Initially the pt's ECG was unable to be analyzed by the defibrillator because the "check electrodes" message being displayed. This does not allow the "press to analyze" message to appear on the screen. Which in turn does not allow the activation of the analyze mode of the defibrillator. Therefore any defibrillation attempt can not be accomplished without the defibrillator analyzing and determining a shockable rhythm which will activate the charging sequence. Complainant said the unit is checked at the beginning of each shift per the MFR's instructions. The pads in use during the incident were MFR's defib electrodes. Exp date 1/16/97. They have not had any previous problems with the unit. The defibrillator was returned to MFR for evaluation. The pads remain under lock and key. Rptr questioned why the pads were not returned, since you could suspect the pads were defective and caused/contributed to the failure. Complainant claimed he would hold on to them pending a possible law suit by the victim's family.